Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels, a no delivery alarm, and a bent cannula. The customer stated that the high blood glucose levels began after opening a new box of infusion sets. The customer's blood glucose level was 500 mg/dl, but went down to 295 mg/dl after treating with the insulin pump. The customer ran the self-test, however the outcome is unknown. The customer did not have time to troubleshoot and the products were not replaced or returned.